Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, the patient suffered a cardiac injury from the deployment of the strap. It was reported that the product is not faulty as the device was used inappropriately, but no additional information is known at this time.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/30/2019.